Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. Corrected fields - h6 (type of investigation), e1 (event site state). Nurse reported that the gas loss alarm happening every 30 min to 1 hour. There is no blood or visible kink in the helium tubing and the insertion site is axillary. Full disclosure given for the non indicated use. Esp personal suggested a chest film and to consider speaking to the physician about manipulating the catheter and redressing. The patient is quite mobile and not still. Esp personal advised keeping the patient as still as possible to decrease balloon movement within the aorta, but nurse said this is not possible as the patient awaits surgery and is supposed to be mobile.

Manufacturer narrative:
A gas loss in the iab circuit takes place when the pump detects a helium loss due to a leak or high rate of diffusion in the iab circuit. When a cumulative shuttle gas loss exceeds a nominal 5 cc/hr dynamic limit a gas loss alarm is triggered. The alarm activates only when the iab inflation period >=80 msec and deflation period >=250 msec. Gas loss cause: 1. Pump system malfunction mitigation: if no leaks, occlusions, or patient conditions (fever/tachycardia), perform manual iab autofill using fill key (purges/replaces helium and recalibrates). Troubleshooting performed via phone with emergency support. No service/repair performed or parts replaced.

Event description:
User called into emergency support program line to request and report issue during use with cardiosave regarding gas loss in iab circuit alarm. There was patient involvement and no harm reported.